Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, a definitive conclusion cannot be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this 34 mm annuloplasty band, it was explanted and replaced with a 29 mm bioprosthetic valve. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.